Event description:
Per dealer, unit is alarming. Per independent repair center statement, the unit is alarming or red light. The key failure was the pe valve of the sieve bed not switching. In addition, the ty wrap of the pe valve was defective and the hose barb of the base was leaking.